Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 29mg/dl on the contour next link 2.4, retested on a different meter and the reading was 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided. Strips were not expected to be returned. Customer received a new meter.